Event description:
Procedure: tonsilectomy. Pt sex: unk. Reportedly, the button of the device stuck while in pt's mouth and a burn was noticed. The burn was not large and no treatment was given to the pt. There was no report of pt injury.